Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was monitored for 24 hours with multiple basal rates, no switch off display, blank display or display anomaly noted. The insulin pump functioned properly. No damage was found inside the insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.